Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer reported that the insulin pump not able to start again and display is black. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display; problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify pump error 63 due to the blank display. (B)(4).